Event description:
It was reported that (1) device was used during a laparoscopic hernia. It was reported by the rep that the ems staples are not feeding after several applications. The staples fed but not adherent to mesh and then no more staples noted. There was no consequence to the pt.